Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a written complaint filed in court by an attorney for a patient who allegedly received baclofen via an implantable infusion pump implanted in (B)(6) 2010. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The complaint alleges that, for several months after implant, the patient¿s spasticity improved intermittently. By early 2012, the efficacy of the device allegedly started to noticeably decrease and the patient purportedly ¿began experiencing increased muscle tightness, rigidity, and pain, leading to significantly decreased mobility.¿ the complaint further alleges that, in (B)(6) 2012, after review of laboratory and radiographic studies it was determined that the device malfunctioned due to an occlusion of the intrathecal catheter. As a result of the malfunction, the device allegedly failed to deliver the prescribed medication as programmed. The malfunction purportedly resulted in the medication delivered intermittently, medication ¿dumps¿ delivering too much medication, or a complete failure to deliver medication, causing severe damage and injury to the patient. The complaint further alleges, ¿on (B)(6) 2012, the patient underwent a procedure to replace the intrathecal catheter¿ and ¿the operative finding was a ¿malfunctioning intrathecal portion of pump.¿ the complaint also alleges the patient was hospitalized for seven days with postoperative pain, immobility, and severe nausea. The lawsuit seeks compensation for the patient¿s alleged personal injuries, pain, suffering, mental and emotional anguish, loss of earnings and future earning capacity, medical expenses, and other damages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was a catheter failure and the patient experienced spasticity and underinfusion. The date of injury was noted as under investigation. No further complications were reported/anticipated.